Manufacturer narrative:
It was reported "customer has had 3 falls due to the brakes not locking." It was reported that due to this, "he has had multiple injuries, three cracked ribs and a sprained wrist".it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Brakes not locking".